Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was conncected to a drain. The reservoir was activated three times with no problem. Then, in the hospital room, the suction did not activate. The reason why the suction did not work properly was not confirmed. There was no adverse consequence to the patient. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 12/29/2015.(B)(4): the actual device was returned and evaluated. Visual and functional examinations revealed that all components are in place and in good condition as well as the end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.